Manufacturer narrative:
Company comment: the serious events of vascular occlusion, vascular compression, and necrosis at implant site and the non-serious events of pallor and haematoma at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The likely root cause includes intravascular injection of filler or its injection in the vicinity of blood vessels, resulting in vascular occlusion or compression and necrotic changes. Potential contributory factor includes injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To date, two medical complaints (including the concerned case) have been reported with this specific lot number, and the analysis did not indicate a non-conforming product or malfunction. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted until further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6)2024 by a physician concerning a 60-year-old female patient. The patient's medical history included osteoporosis and capsulitis of the right shoulder. The patient was not receiving any concomitant medications and has no history of allergies. The patient had previously received treatment with (B)(6) in (B)(6) 2022 and (B)(6) 2022 without experiencing any adverse effects. On (B)(6) 2024, the patient received treatment with 1 ml of restylane kysse (lot 21845-1) to the upper lip, middle section. The entry point was located between the white and red lips, using a 30g needle and the russian lips technique to increase mouth volume. On (B)(6) 2024, the reporting physician observed that the patient had a whitening of a band (implant site pallor). According to the physician, it was a necrosis (implant site necrosis) above the upper lip and the mucous membrane of the upper left half-lip, of moderate severity. On the same day, the patient was injected with 0.2 ml of hyaluronidase [hyaluronidase]. According to the dermatologist, this effect was due to an intra-arterial injection (vascular occlusion) or compression (vascular compression). On (B)(6) 2024, the patient experienced a hematoma (implant site haematoma) without pain, according to a photograph sent to the physician by the patient. On (B)(6) 2024, the patient received injections of 0.2 ml of hyaluronidase. On unknown dates in (B)(6) 2024, as part of the corrective treatment, the patient used a buccal cream, dynexan [lidocaine hydrochloride] and a mouthwash eludril [chlorhexidine gluconate, chlorobutanol] 3 times a day for 7 days. Additionally, the patient applied cicatis cream (details unknown) 2 times a day for 10 days. On 10-aug-2024, the patient had recovered from the events. Outcome at the time of the report: whitening of a band was recovered/resolved. Necrosis was recovered/resolved. Intra-arterial injection was recovered/resolved. Compression was recovered/resolved. Hematoma was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 05-sep-2024 from the same reporter: event (vascular occlusion and vascular compression) added. Patient medical history, past filler treatments, suspect device implant date, volume, needle type, injection technique, event onset date, location, severity, outcome and corrective treatment details were updated.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 02-aug-2024 by a physician concerning a 60-year-old female patient. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2024, the patient received treatment with restylane kysse (lot 21845-1) to upper lip, middle section, with an entry point between the white and red lips using a needle (unknown amount, injection technique). On (B)(6) 2024, the patient experienced a hematoma (implant site haematoma) without pain (according to a photo sent to the physician by the patient). On (B)(6) 2024, the reporting physician noticed that the patient had whitening of a band (implant site pallor) extending to the base of the nose. According to the physician, it was a necrosis (implant site necrosis). On (B)(6) 2024, the patient was injected with hyaluronidase [hyaluronidase] as a treatment. On unknown date in (B)(6) 2024, the patient used an unspecified buccal cream and an eludril mouthwash [chlorhexidine gluconate;chlorobutanol] for the mucous area of the upper lip as corrective treatments. Outcome at the time of the report: hematoma was unknown. Whitening of a band was unknown. Necrosis was unknown.

Manufacturer narrative:
Company comment: the serious event of necrosis at implant site and the non-serious events of pallor and haematoma at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical intervention to prevent permanent damage. The likely root cause includes the injection of filler intravascularly or in the vicinity of blood vessels leading to vascular occlusion or compression and necrotic changes. Potential contributory factor includes injection technique. The case meets the criteria for expedited reporting to the regulatory authorities ealuation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To date, two medical complaints (including the concerned case) were reported with this specific lot number and the analysis did not indicate a non-conforming product or malfunction. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted until further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.